Event description:
It was reported that following a percutaneous transluminal coronary angioplasty procedure in 2002, the physician attempted to deploy an angio-seal device on a thin pt. The collagen was protruding from the skin and the physician attempted to push it back under the skin but was unsuccessful. The pt was re-admitted to the hosp with an infection and later expired sometime during the beginning of 2003.